Manufacturer narrative:
The investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs lead was replaced due to suspected lead breakage based on high impedance on multiple contacts. The lead was revised and the patient's stimulation therapy was restored resolving the issue.